Manufacturer narrative:
3002807968-2021-00030.

Event description:
According to complaint one customer staff member had a minor needle stick injury two days ago. They think that the locking mechanism may have played a role, as it can occasionally be a little difficult to engage. The incident occurred shortly after the sample collection used for diagnosis.